Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon inspection, the fse found that damage detected on geo pc and geo box. To resolve the problem, fse replaced the geo pc and reloaded the software. After repairs completed, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.